Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, recurrence, dyspareunia, vaginal scarring, and other outcomes following the procedure. It was reported that the patient underwent removal of granulation tissue with silver nitrate on (B)(6) 2011 due to pain. The patient underwent transvaginal complete removal of mesh implant placed over bladder, partial removal of transobturator mesh sling/pubovaginal sling utilizing autologous rectus fascia on (B)(6) 2011 due to complication of genitourinary device, urethral obstruction due to prior transobturator sling, and pain. The patient underwent removal and replacement of suprapubic cystotomy tube due to urethral obstruction after prior autologous rectus fascial sling on (B)(6) 2011. The patient underwent transvaginal lysis of prior scar, takedown of sacrospinous ligament fixation due to complications, vaginal pain, and vaginal wall contracture and stenosis on (B)(6) 2013. (B)(4).

Manufacturer narrative:
It as reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with a&p repair and rectal injury repair.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent a cystourethroscopy on 4/28/2011 due to abdominal pain, due to foreign body reaction. It was reported that patient underwent cystoscopy and urodynamic on (B)(6) 2011 due to abdominal pain and cystocele. It was reported that the patient underwent an abdominal wound exploration and removal of polypropylene suture, scar revision and cystoscopy on (B)(6) 2014 due to abdominal pain, due to foreign body reaction and incontinence. It was reported that patient underwent b/l transobturator mesh removal; revision of prosthetic graft on (B)(6) 2014 due to complications of genitourinary device including right and left groin pain, vaginal pain, history of prior vaginal wall exposure of polypropylene mesh and history of prior partial mesh removal.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh.

Event description:
It was also reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.